Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 31mm amplatzer amulet occluder and a 14f amplatzer torqvue delivery sheath were selected for procedure. It was noted that during procedure the 31mm amplatzer amulet occluder had been mis-sized and was inadequate for implant. The decision was made to remove the 31mm amplatzer amulet occluder from the patient. It was noted via transesophageal echocardiogram, that during the removal of the 31mm amplatzer amulet occluder the patient had a pericardial effusion. The decision was made to attempt to implant a 28mm amplatzer amulet occluder using another unknown delivery system, but the pericardial effusion grew. It was noted that the stabilization wire used was unable to be retracted and felt tethered. The patient had been administered heparin and had an activated clotting time of more than 250 seconds. The decision was made to halt the implant procedure and perform a pericardiocentesis. Thereafter, the patient was rushed to the operating room where the small tear in the left atrial appendage was closed via a non-abbott device. The patient was stable at the time of report.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. The investigation found the device met specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that a pericardial effusion was present after removal of the first attempted amulet, and that it grew when the second device was attempted. It was also indicated that the stabilization wire felt tethered in the patient, which could have contributed to the reported pericardial effusion. There is no indication of a product quality issue with regards to manufacture, design, or labeling.